Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. Device remains implanted in patient.

Event description:
Approximately three years and nine months post hvad implantation this patient reported a controller fault alarm. Inspection of the controller by a clinical engineer identified controller fault internal codes which reflected electrostatic discharge (esd). The engineer also noted that the time stamp for the controller was off. The patient's controller was exchanged without incident and has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The pump remains implanted. The controller was returned for evaluation. The controller was part of a recall and was disposed of per fsca , therefore no results are available. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a controller fault of type sys_wdog_reset. This type of alarm may indicate a potential electrostatic discharge event (esd). The controller, (B)(4) was part of a recall for affected controllers that exhibited a higher susceptibility for esd. There are no apparent contributing clinical factors to the reported event. The most likely cause of the reported controller fault alarm can be attributed to esd. Result: electrostatic discharge. Method: process evaluation. Conclusion: design deficiency. If action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z1131-2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.